Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The event was discovered while reviewing the patient¿s treatment records for a soft alarm that had occurred during the patient¿s previous treatment. Upon reviewing the records, it was identified that the patient had drained 5604ml during drain four of their therapy. This volume is 186% the patient¿s prescribed fill volume of 3000ml. Upon discovery of the iipv event, a replacement cycler was offered for the patient. The contact declined a replacement but agreed to contact their peritoneal dialysis registered nurse regarding the event. The patient did not develop any symptoms or require medical intervention as a result of the iipv event. The patient has been able to continue with their peritoneal dialysis therapy using the same cycler. Additional information was requested but is unavailable.